Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-product analysis: the pump was returned and evaluated by product analysis on (B)(4) /2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the black box found evidence of a manual time change. Dates in the total daily dose history were observed to have changed. A timekeeping accuracy test verified the pump¿s timekeeping function was functioning accurately within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter alleged that the pump was gaining/losing time. It was noted that the time gain/loss was greater than 5 minutes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.